Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The peritonitis was manifested by severe abdominal pain. The cause of the peritonitis event was unknown. On the same day as the event onset, the patient was hospitalized and began treatment with amikacin (intravenous (IV), dose, frequency, and duration were not reported) and metronidazole (IV, dose, frequency and duration were not reported) for peritonitis. Two days after the event onset, the patient began treatment with cephalothin (intraperitoneal (ip), dose, frequency and duration were not reported) and amikacin (ip, dose, frequency and duration were not reported) for peritonitis. Three days after the event onset, the patient discontinued treatment with amikacin (IV) and metronidazole and was discharged from the hospital. At the time of this report, the peritonitis was resolving and the patient was recovering from the event. It was reported the patient would continue with amikacin (ip) and cephalothin for two weeks. Dianeal therapy was ongoing. No additional information is available.